Event description:
It was reported that this right atrial lead was explanted due to exhibiting poor sensing attributed to inadequate lead position and patient anatomy. Another lead was implanted instead. No further adverse patient effects were reported.